Event description:
A pt had fallen a couple of times, and was having issues with their device system. A company rep and a physician recommended that the pt was to have a lead configuration test see if the leads were connected. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).